Event description:
Literature: matzel ke, lux p, heuer s, besendorfer m, zhang w. Sacral nerve stimulation for faecal incontinence: long-term outcome. Colorectal dis. 2009; 11(6):636-41. Summary: this article presents prospective data from 12 consecutive patients treated with sacral nerve stimulation for faecal incontinence from 1994 to 1999. Nine reached long-term follow-up criterion for inclusion in the study. The patients underwent follow-up annually. The purpose was to analyze the outcome after long-term usage. Reportable event: one patient was hospitalized for urinary retention. It was determined that contrary to instructions, the patient had never deactivated stimulation. After regular deactivation of the stimulator for bowel emptying, no further episode of urinary retention occurred. See literature article with MFR report # 2182207-2009-06430.